Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Rmt311413/10400794 (B)(4). The gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and aneurysm enlargement. Users are made aware of the risks associated with type ii endoleaks in the IFU and are instructed to consider the risks and benefits discussed in the IFU for each patient before using the devices.

Event description:
The patient referenced in this complaint file is enrolled in a (B)(6) registry (B)(6) 5 year follow up as part of the renewal reimbursement for the gore excluder aaa endoprosthesis featuring c3 delivery system in the treatment of infra-renal abdominal aortic aneurysms. On (B)(6) 2012, this patient was implanted with gore excluder aaa endoprostheses to treat an abdominal aortic aneurysm. It was reported that the indication for implantation was an asymptomatic aneurysm with the largest diameter of 5cm with an increase of 1 cm in the last 12 months. The preoperative computed tomography scan (CT) revealed that the aneurysm diameter was 65mm, the aortic neck angle was 114 degrees and the proximal aortic neck length was 22mm. No circumferential thrombus present, no major calcification. The patient tolerated the procedure without any complications or reported endoleaks. On (B)(6) 2012, the discharge computed tomography with contrast determined a type ii endoleak, no aneurysm enlargement was reported (diameter of aneurysm was 49mm). It was reported that the endoleak was related to the aneurysm and not related to the device or procedure. The physician decided to monitor the patient. On (B)(6) 2013, the follow up images determined a type ii endoleak and the aneurysm measured 59mm in diameter. On (B)(6) 2013, the follow up images determined a type ii endoleak and the aneurysm measured 65mm in diameter. On (B)(6) 2014, the follow up images determined a type ii endoleak and the aneurysm measured 80mm in diameter. On (B)(6) 2014, the patient underwent coil embolization. It was reported that the endoleak was resolved and the patient tolerated the procedure.